Manufacturer narrative:
Investigation summary: no product was returned. Arrhythmia/hemodynamic instability/thrombocytopenia/major bleed/ppae: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 was inserted via direct aorta approach in a 67 year old male for planned surgery. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage a. During placement of the 5.5, the pump was positioned 5.5 cm from aortic valve area and the patient experienced some ectopy. It was decided to place the pump more shallow at 4.7 cm. The patient received support with the 5.5 for a bentall procedure with ascending hemiarch replacement and CABG. Upon transfer from the operating room, the patient's heart rhythm was junctional. On day two of support, the patient had a run of ventricular tachycardia when moving to sitting position in bed. The arrhythmia was self limiting and additional short runs of 2 beats were observed when the patient coughed. Echocardiogram confirmed the device measured to tip at 5.7 cm. It was decided not to reposition the device as the patient was hemodynamically stable. On day three of support, platelets were low at 48 and 47. Aspirin and heparin were held. Minimal surgical bleeding was reported. The pump repositioning will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the repositioning, however the reposition was performed with no consequence to the patient and support. Thrombocytopenia and bleeding are known potential adverse events of the impella 5.5 per the instructions for use.

Manufacturer narrative:
Updated information: d6b added. Additional information on patient outcome was provided which states that the patient survived the explant and was doing well.